Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc cannot be turned on. Upon troubleshooting, fse found the bios battery of host pc is very low. Fse replaced the battery. After replacement the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system could not be powered on. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the bios battery. The device was returned to expected functionality.